Manufacturer narrative:
A search of the medtronic global complaint handling database with the provided device serial number did not find any previous records for these observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding physician/author stated that the patient had an implantable cardioverter defibrillator (ICD) implanted nineteen days after tavr.

Event description:
Literature was reviewed regarding a patient who underwent urgent transcatheter aortic valve replacement (tavr) in which a medtronic 23 mm evolut r valve was implanted in an insufficient surgical valve. The authors wrote, ¿of note, limited preprocedural workup could be performed at the time, due to the fact that the patient was acutely ill and tavr was performed in extremis. As such, detailed information on coronary ostium height from the valvular plane was not available.¿ after the evolut r was deployed, the patient developed cardiogenic shock resulting from an occlusion of the right coronary artery due to a leaflet obstruction and attempts to rescue the right coronary artery were unsuccessful. The patient gradually recovered with supportive therapy and an intra-aortic balloon and was discharged home. Eleven months later, the patient presented with stable angina with minimal exertion. Echocardiographic and angiographic imaging revealed an ejection fraction of 40% and occlusions of the left main and right coronary arteries ¿caused by prosthetic leaflet aorto-coronary obstruction.¿ after turning the patient down for surgery, the authors performed percutaneous coronary intervention with electrocautery-assisted re-entry (e-cart) and successfully recanalized both occlusions and implanted drug-eluting stents. One- and two-year angiographic follow-up showed patency of both the left and right coronary arteries. Separately, fi gures 1, 2, 3, and 5 contained angiographic images that showed the patient had a permanent pacemaker implanted at some point between the tavr procedure and eleven months post-tavr. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: kane j, kearney ke, lombardi wl, azzalini l. Electrocautery-assisted re-entry to resolve bilateral aorto-ostial chronic total occlusions due to leaflet obstruction following transcatheter aortic valve replacement. Catheter cardiovasc interv. 2023;102(3):489-494. Doi:10.1002/ccd.30781 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.